Event description:
Pt not breathing - went to use resuscitator bag and it fell apart (elbow was not secure on bag) so gave mouth to mouth while bag was put back together. This could have been a potentially dangerous situation.